Event description:
Healthcare professional (hcp) reports two incidents of blood leak on this pt with the psn 210 dialyzer. The first incident occurred at the start of the pt's treatment and was noted on leak alarm. Blood leak was verified with positive hemastix. Blood was not returned to the pt, with an estimated blood loss of 240c. Treatment was resumed with new disposables. Hcp stated that a second blood leak occurred at the start of the treatment and was noted on leak alarm. Blood leak was verified again with positive hemastix. Blood was not returned to the pt, with another estimated blood loss of 240cc. Hcp stated that treatment was resumed a second time using a new psn dialyzer with a different lot number and bloodlines. Treatment was completed without further incident. No pt injury or medical intervention reported per hcp.